Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000ml exactamix eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. These leaks were observed in the tpn cleanroom after compounding prior to patient use. There was no patient involvement. No additional information is available.